Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen and stylus will not calibrate. The programmer was returned to service and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the stylus will not calibrate. It was also determined at analysis that the stylus was missing. The stylus was replaced and recalibrated. The hard drive was reconfigured, the software was reloaded, and updated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.